Manufacturer narrative:
UDI (di): (B)(4).

Event description:
It was reported that the patient presented in hospital for a generator replacement procedure. Upon interrogation prior to the procedure, the atrial lead exhibited undersensing. The lead was capped. The patient was stable post procedure.